Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to experiencing a stroke. This nurse stated that the patient was not dialyzing at the time or four hours prior to the event of the stroke. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient was discharged from the hospital, the patient's signs and symptoms of experiencing a stroke have resolved, and the patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.